Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h8, h11. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue (image fade). The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. However, the complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti), reasonably known information suggests probable causes such as electrical problems like: electrical/eletronic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like: stress; deformation. That could lead to image issues.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced an image fading (no image) during an unspecified procedure. There were no reports of patient harm.